Event description:
It was reported that after being implanted with the device, the patient experienced significant nausea. The ins was explanted approximately ten months later and therapy was continued with an external stimulator which resolved the nausea. No surgical complications were reported.

Manufacturer narrative:
Final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete, and/or when additional information is received from the hcp.